Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was intermittently displaying an "abnormal energy delivered" message when they shocked during their user tests. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was intermittently displaying an "abnormal energy delivered" message when they shocked during their user tests. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio disassembled the device to perform an inspection of its internal components and connections. Upon disassembling the device, physio observed that jack connector, designator j22, that connects to the therapy pcb assembly was unseated enough to cause a disconnection. Physio reseated j22 which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.